Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and device passed. Pairing test with nordic bluetooth device: pass. Transmitter final function tester: pass. Perform share log review: fail, found loss of connection the complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter..the reported event of loss of connection was confirmed. The root cause cannot be determined.